Event description:
It was reported that the pt underwent a posterior spinal surgery. It was reported that during the surgery, the tip of the driver broke off. The tip was retrieved from the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Approx 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.